Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had contact with a healthcare provider and noted his blood glucose was checked. Customer denied receiving any treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Initial MDR was sent as a malfunction, but additional information received now requires the submission be a serious injury associated with the malfunction; customer had contact with paramedics who performed a glucose test with a result of 30 mg/dl and initiated an unspecified intravenous infusion, assumed to be glucose. No additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the follow up #2 report. The correct date is october 06, 2018.

Event description:
Customer reported that on (B)(6) 2018 his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had contact with a healthcare provider and noted his blood glucose was checked. Customer denied receiving any treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product has been requested for return and has not yet been received for investigation. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as serves as a correction report. The previous MDR (follow up #3) should have been submitted as additional information and correction. H2 (type of report), (device evaluated by manufacturer) (evaluation codes) and (addtl mfg narrative) have been updated.

Event description:
Customer reported that on (B)(6) 2018 his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had contact with a healthcare provider and noted his blood glucose was checked. Customer had contact with paramedics who performed a glucose test with a result of 30 mg/dl and initiated an unspecified intravenous infusion, assumed to be glucose. No additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by MFR was incorrectly documented in follow-up report # 1. The correct date should have been documented as september 27, 2018.

Event description:
Customer reported that on (B)(6) 2018 his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had contact with a healthcare provider and noted his blood glucose was checked. Customer denied receiving any treatment. There was no report of death or permanent injury associated with this event.